Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other related incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to pain, loosening and poorly ingrown acetabular cup, deep infection, pus and sepsis, and difficulty with ambulation, gross purulence, and subchondral sclerosis of the supra-acetabular bone. The adaprot sleeve and femoral stem were added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege sometime after (B)(6), 2007, pt learned that his asr failed and needed to be revised with another hip prosthesis. It is also alleged sometime after (B)(6), 2007, pt learned that he had high concentrations of various metallic elements in his blood.